Event description:
The device was used to administer fluorouracil (5fu), a chemotherapy drug. Leakage with crystalization at junction occurred.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed one other similar product complaint file(s) from this lot (205901).